Manufacturer narrative:
The device was received in backup mode. The cause of the backup mode was a power-on reset (por). The por was caused by a depleted battery. The battery depletion was analyzed and was found to be normal based on usage. There were no anomalies observed on the device during testing.

Event description:
During follow-up, the patient reported receiving high voltage therapy. The device was not able to be interrogated, so it was not possible to determine if the high voltage therapy was appropriate or inappropriate. The device was explanted and replaced and the patient's condition was stable following the procedure.